Event description:
The skull bolt got disinserted from bone. It caused bleeding and monitoring failure. This anomaly occured while there was no problem when the patient was on the scan table.the incident will be reported to the ansm by the hospital.

Manufacturer narrative:
Upon completion of the investigation the skull bolt was visually inspected and no defects were noted. The diameter of the thread was measure. The thread diameter conformed to the required specifications. Trends were monitored for the last 2 years for this product code and problem; this is a 1st time issue. Review of the history device records confirmed the device, product code 82-6638, with lot cplbgz, conformed to the specifications when released to stock on the 8th october 2013. The root cause of the problem reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The complaint has been re-opened as the device was returned for investigation. Upon completion of the investgiation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
No product was returned. In the absence of the device, the lot records had been reviewed prior to release and during the review no anomalies were found. As such, it is not possible to identify the root cause for the subject device. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
Please be advised that this report is being filed to reflect additional information received for the date of manufacturer 10/8/2013 and the expiry date 9/30/2018.